Event description:
It was reported that the warmer fluid level indicator was broken. The product fault occurred during testing and no patient or clinical injury was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 2183161-2024-00059-00 is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.